Event description:
The patient reported symptoms of dizziness and lightheadedness when using their amateur radio at high outputs. Electromagnetic interference was discussed. The right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 ipg, implanted: (B)(6) 2012. (B)(4).